Event description:
It was reported that the patient experienced an overstimulation sensation when passing through a retail security system. It was also noted that the patient experienced urinary incontinence at times. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3889-28, lot# v170108, implanted: (B)(6) 2008, explanted: na. Programmer: model 3037, serial# (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their health care provider (hcp) or company r epresentative and their concerns were resolved. The appointment dates were reported as (B)(6)-2012. No further information was provided.